Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open colon rectum procedure, the clips would not close as the jaws of the device would not close. Another device was used to complete the case. There was no patient injury.